Event description:
It was reported that the physician observed eroded bulking material post-implant and assumed this was the cause of the pt's irritative voiding symptoms. The doc thought that the erosion occurred because of superficial injection and elected to take no action and allow the tissue to heal on its own. The pt is reportedly doing fine.